Event description:
The customer reported the system gave an error message requiring the operator to re-boot the system. After a second re-boot the system would not produce x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the interconnect cable connectors. The system operates as intended.